Manufacturer narrative:
Receiving the complaint related to MDR (B)(4) that is associated to this complaint (MDR (B)(4)) the patient's information gender and date of birth were reported. The complaint related to MDR (B)(4) was reported on november 23rd 2024. The section a2 and a3a were updated.

Manufacturer narrative:
Batch review performed on 04 november 2024: lot 2246097: 103 items manufactured and released on 28-feb-2023. Expiration date: 2028-02-08. No anomalies found related to the problem. To date, (B)(4) of the same lot have been sold with no similar reported event during the period of review. Additional components involved and revised: gmk-sphere 02.12. E0410crr tibial insert fixed sphere cr size 4/10 mm r (k202022) lot 2116995: (B)(4) manufactured and released on 12-jan-2022. Expiration date: 2026-12-19. No anomalies found related to the problem. To date, (B)(4) of the same lot have been sold with no similar reported event during the period of review. Gmk-sphere 02.12.t3i4r tibial tray fixed cemented size t3i4 r (k121416) lot 2242813: (B)(4) manufactured and released on 17-feb-2023. Expiration date: 2028-02-01. No anomalies found related to the problem. To date, (B)(4) of the same lot have been sold with no similar reported event during the period of review. Conclusions: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
Revision due to of infection at about 1 year and 6 months post primary. The pathogen is unknown. The surgeon revised all medacta hardware and implanted permanent product. The surgery was completed successfully.